Event description:
Affiliate reported that after implantation, it was noted that the silicone housing was broken. As a result the device was replaced.

Manufacturer narrative:
Upon completion of the investigation it was noted that when the valve was received the valve casing was outside of the silicone housing. Although it is not possible to determine the root cause for the problem reported by the customer it might be possible that the device may have come in contact with the edge of a sharp instrument causing the torn condition of the silicone housing. This however could not be confirmed. As noted in the instructions for use it warns health care users to use extreme care when handling silicone as it has a low tear resistance. Testing was limited due to the torn condition of the device. It was also noted that programming could not be achieved. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.